Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, implanted: (B)(6) 2017, product type: lead. (B)(4).

Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device. It was reported the trial began (B)(6) and the patient has been confused. The patient had a stroke prior to the evaluation and the patient¿s wife was unsure if the confusion is from the stroke or the evaluation. No further complications were reported or are anticipated. Additional information was received from a consumer. It was reported that the patient had been a little sore and had a little bleeding so the patient¿s spouse would start cathing the patient once in the evening starting on thursday. No further complications were reported/anticipated.